Event description:
Customer reported device = 469 mg/dl. Customer took an extra pill. 1/2 hour later, device = 331 mg/dl. An hour later, customer was nervous so went to the emergency room (ER). ER device = 111 mg/dl. Customer retested at the same time and their device = 360 mg/dl. No treatment was received. No controls were used. Strips are not stored in original vial as recommended. A request was made for return product and replacement product was sent.